Event description:
The customer stated her blood glucose was low. Troubleshooting was performed and all the programming on the insulin pump was correct. The insulin pump failed the displacement test. The customer was advised to revert to a backup plan of manual injections.

Manufacturer narrative:
The insulin pump failed the displacement test due to the motor encoder signal being out of phase. Testing for high or low blood glucose could not be performed, due to the displacement test failure.